Event description:
Paramedics attended to a pt collapsed in a snow bank after shoveling snow in 40 degree weather. Defibrillation therapy was administered at the scene however the pt's rhythm was said to remain in asystole. Pacing therapy was administered and the pt was readied for transport to the hospital. While in the process of loading the pt, ECG leads off alarm. The operator assumed the pacing function had stopped and attempted to restart the pacer. The operator could not get the pacer restarted and the device became inoperative. Resuscitation therapy was continued, however, the pt was not resuscitated. The operator indicated that the device did not cause or contribute to the pt's death. The operator indicated that the pt had no pulse during pacing therapy before the alleged malfunction occurred and was not viable.